Event description:
An ocd representative reported that a cusomer reported observing false negative hbsag results for multiple pt samples. Based results of this magnitude may leasd to inappropriate physician action. There was no report of pt harm as a result of this event.